Event description:
The user facility reported a 60-year-old male awaiting surgery on circumflex artery was implanted with an impella cp device for mechanical circulatory support. The patient inadvertently pulled their impella out when they suddenly went into ventricular tachycardia. As a result, bleeding was noted at the access site. Femostop was applied to control the bleed and the patient was given one unit of blood. The physician stated that they would re-evaluate the patient to determine if the impella needed to be re-implanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Per the clinical details provided, the root cause of the access site bleeding issue was patient movement related. D6a/d6b added. H6 component code added 925 the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-02591: f6/f8-should have been left blank.